Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "clasp the hole: pascal ace implantation for leaflet perforation caused by the mitraclip device" was reviewed. The article presented a retrospective single center case study, to evaluate a 78-year-old woman with a history of myocardial infarction underwent transcatheter edge-to-edge repair for severe mitral regurgitation (mr) using the mitraclip g4 device (abbott vascular). Devices mentioned include mitraclip and a non-abbott device. The article concluded that leaflet tear is one of the inevitable complications of transcatheter edge-to-edge repair. [The primary author and corresponding author was shunsuke kubo at kurashiki central hospital institution with corresponding email daba-kuboshun101@hotmail.co.jp]. The date of the procedure was not provided. A total of one patient was included in this case study, of which the patient received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included history of myocardial infarction. (B)(6), unk mitraclip intra-procedural complications included tissue damage and unexpected medical intervention.